Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Per rn - probe is failing the assessment indicating three elements in the middle are bad. Probe is clean and the image is showing a dark area in the middle.

Event description:
Per rn - probe is failing the assessment indicating three elements in the middle are bad. Probe is clean and the image is showing a dark area in the middle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe is failing the assessment indicating three elements in the middle are bad and the image is showing a dark area in the middle was confirmed. The reported issue root cause is due to an internal failure of the probe.